Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook of an incident involving a cope wire guide. As reported, the tip of the cope wire guide completely fractured off and remained within the patient's bile duct during a challenging internal/external drain placement. This incident was reported by royal university hospital, in canada. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. No adverse effects were reported. A review of the complaint history and quality control were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, no visual inspection was conducted. However, a document-based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. Review of product labeling instructions for use (IFU) could not be performed as the cope wire guides are not supplied with IFU's. The device history record (DHR) could not be reviewed due to lack of information from the user facility; the exact product and lot number were not reported. A sales shipment search was performed, and it was determined that the rpn used was likely a pmg-18sp-60-cope but a specific lot number(s) could not be determined based on the amount of product the customer has purchased. A data base search to determine if additional complaints have been received against the device lot was also not be performed as no lot number was reported. From the device master record review there is no evidence to indicate the device was manufactured out of specification, or that there are nonconforming product in house or in the field. Based on the information provided, no returned product for visual inspection, and results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: unknown cope mandril wire guide. Procode: dqx. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required use of a cope mandril wire guide for an internal/external drain placement. During the procedure, the top of the wire guide "fractured off" and remained in the patient's bile duct. The non-radiopaque portion was removed from the patient's body. The radiopaque tip remained inside the patient. Additional information regarding the event and patient outcome has been requested but is currently unavailable.